Manufacturer narrative:
The customer declined to return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter with s/n: (B)(6), and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
An advocate called ascensia customer service on behalf of the customer to seek assistance with their contour next ez meter. During the troubleshooting, it was found that the customer's blood glucose readings were not being stored in the meter's memory. There was no allegation of an adverse event. The advocate declined to send the device for evaluation or receive the offered replacement device.